Event description:
The instrument's j aws would not close after it was loaded with a sulu. Therefore, the surgeon decided to apply more force to the instrument handle in hopes of closing the jaws and subsequently broke the instrument handle. Consequently, a hospital staff member cut their finger on the instrument when packaging it up for shipment to uss tycohealthcare for evaluation. Procedure: thoracic, patient status: no pt injury reported.